Event description:
Reporter indicated that device diagnostics were done due to a report of an increase in seizures. Diagnostic testing on a system diagnostic test resulted in high lead impedance reading, indicating possible lead fracture. The pt underwent revision surgery, during which the lead was explanted and replaced. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.